Event description:
It was reported that a homechoice (hc) cassette disconnected from the transfer set during fill 5 of 5 and the home patient (hp) then reconnected the lines. The hp proceeded into dwell 5. A technical service representative (tsr) instructed a care giver to start therapy over using new supplies or to drain the hp using continuous ambulatory peritoneal dialysis (capd) in order to finish therapy. The care giver planned on informing a peritoneal dialysis nurse (pdn) about the disconnection. Upon further follow up with the pdn, it was discovered that the hp has had no issues with therapy since the incident. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the care giver reported that the home patient (hp) inadvertently disconnected then proceeded to reconnect to the device and continue therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide instructs the user to use aseptic technique to reduce the chance of infection any time you handle fluid lines. Contaminating any part of the fluid path may result in peritonitis, serious patient injury, or death. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.